Manufacturer narrative:
Article citation: "alcl in breast implants", robert l bard md, american society for laser and surgery abstracts. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Reason for reoperation reported as seroma and lymphoma. Allergan is unable to confirm with the reporter; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "alcl in breast implants", it was reported that a patient experienced an "enlargement of the breast with fluid between the tissue and the implant, confirmed seroma and suggestive of alcl". Device status is unknown. Affected side and device manufacturer are unknown. Pathological markers have not been received and the event was captured as lymphoma and seroma.